Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that the buttons were unresponsive. The customer also reported that they received a battery out limit alarm after inserting a new battery. The customer's blood glucose was over 600 mg/dl at the time of the hospitalization. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that they were unable to bring down the blood glucose with manual injections. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that they did not receive a failed battery test alarm after inserting a new battery. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.